Manufacturer narrative:
Additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not function. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: unit would not power on. There was some corrosion on a connector connecting to a internal power board. The device was however deemed non-repairable and was scrapped as per the instructions, hence is unavailable for further evaluation. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported that the rad32" 4k/uhd medical display did not function properly. During an in-house engineering evaluation, it was determined that the unit would not power on and there was some corrosion on a connector connecting to an internal power board. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.